Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: tibial insert.

Event description:
Patient was revised to address aseptic loosening of the tibia at the cement to implant interface. Competitor cement was used. No falls or trauma. Replaced with stemmed/sleeved mbt tray. Doi: (B)(6) 2003; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.